Manufacturer narrative:
Results: fifty customer returned samples were returned for evaluation. All fifty samples were manually inspected for loose IV protectors with no defects identified. A review of the device history record for lot # 6161996 revealed that the device was manufactured in june, 2016, there were no irregularities during manufacture. Conclusion: an absolute root cause for this incident cannot be determined as bd was unable to verify the customer's indicated failure mode. (B)(4).

Event description:
It was reported that as a clinician was removing a 21 g x 0.75" bd vacutainer ultratouch" push button blood collection set from its package, the needle protective cover slid off and she stuck her finger. The clinician received a dtp booster.